Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a motor stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 340 mcg/day) via an implantable infusion pump. The patient's medical history included cerebral palsy. It was reported that the patient presented with a pump motor stall. His neurologist referred him for pump replacement surgery. The pump was replaced on (B)(6) 2018. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting steps were performed. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.